Event description:
It was reported that the user experienced a low blood glucose episode around 55 mg/dl for about an hour and treated with oral glucose in the form of soda, and the user referenced concurrent high readings and sensor issues from related cases. Symptoms included feeling shaky consistent with hypoglycemia. Outcomes included alert notifications for low and urgent low glucose. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.